Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary/bowel problems, and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 03/01/2016.it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012, and a mesh was implanted. It was reported that the patient underwent a repair of incarcerated ventral hernia with placement of mesh and tls drain on (B)(6) 2012, due to ventral hernia. No additional information was provided.

Manufacturer narrative:
It was reported that patient placement of bard ventralex mesh on (B)(6) 2012 due to ventral hernia. No additional information was provided.(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.